Event description:
It was reported that the pt underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring. Also, the pt has undergone multiple surgeries and revisionary procedures. It was reported that pt underwent release of mesh on (B)(6) 2011 due to urethral stricture, pain and discomfort. It was also reported the pt underwent mesh implantation, cystoscopy, cystocele repair, ventral plication and mesh augmentation on (B)(6) 2012 due to bladder neck obstruction.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lysis of adhesions and plication to vaginal cuff. No additional information was provided.

Manufacturer narrative:
.